Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h1. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported sensor issue could not be confirmed. The magnetic sensor met specifications during electrical testing with no open or short circuits detected and the 10-pin connector eeprom met programming specifications. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the pvc procedure, communication issues resulted in a procedural delay. It was noted that the ablation catheter was not locating on the ensite mapping system upon connection. Ensite prompted that the catheter had a sensor issue in the port. The tactisys was replaced, the se extension was bypassed, and the catheter was directly plugged into ensite mapping amplifier, with no resolution. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.